Event description:
Reported noted they had five or six cases of toxic anterior segment syndrome (tass) within the last month. No patient information provided.

Manufacturer narrative:
Product was not available for evaluation.